Event description:
I had a bone biopsy on (B)(6) and a product called iv3000 was used as a dressing/bandage on the site. I was told that it was hypoallergenic as I am allergic to tegaderm. I had a severe burning of my skin when I removed the bandage the next day from the dressing in the product. No one can tell me what is in the product because it is supposedly proprietary. FDA safety report ID# (B)(4).